Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. It is not possible to review the device history record as a lot number was not provided and a root cause can not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
It was reported that "the transgastric-jejunal enteral feeding tube was placed on (B)(6) 2015, while in use on (B)(6) 2015 the balloon would not hold water. They could not see any visible holes, but the balloon would not hold water. The patient was not injured in this event."